Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the bloodline was not returned for investigation. The rotor was returned with one of the rear sleeve (guide sheave) missing. There are no discrepancies with the other three sleeves. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. There were no discrepancies with the other sleeves during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the fluid leak event was not confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine blood pump rotor guide pins cut the blood pump tubing. No patient complications were reported, and the patient finished treatment on another machine. Upon follow up, the bmt confirmed the machine issue was resolved and has been returned to service. Blood pump rotor was replaced and returned. The patient finished treatment on a different machine. The blood was rinsed back. No other necessary medical intervention was required. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine blood pump rotor guide pins cut the blood pump tubing. No patient complications were reported, and the patient finished treatment on another machine. Upon follow up, the bmt confirmed the machine issue was resolved and has been returned to service. Blood pump rotor was replaced and returned. The patient finished treatment on a different machine. The blood was rinsed back. No other necessary medical intervention was required. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.